Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Occupation: reliability laboratory technician; MFR name: st jude medical (B)(4); code failure (event) observed during analysis. Analysis found an internal battery anomaly that caused premature battery depletion. Other text : na.